Event description:
Pt underwent cataract surgery on 07/07/97, and implantation of a staar model aq-2003v intraocular lens. However, the dr stated that during lens insertion, he noticed that the cartridge didn't split and he forced the injector to eject the lens. This resulted in the lens ejecting too fast, tearing the posterior capsule, and an anterior vitrectomy was performed. The surgeon implanted an anterior chamber lens. The surgeon said this is not considered serious pt injury, if he had to do a posterior vitrectomy it would be serious but anterior vitrectomies are very common with this type of ocular surgical procedure.